Event description:
Patient reported capsular contracture, baker grade IV and calcification. Patient further reported symptoms which are not device related pain, varied injuries, fibromyalgia and cardiac complication. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., h.6., h.10.

Event description:
Patient reported, "problems with implants and had to get them removed". Patient further reported events of ¿lots of symptoms which they believed to be related to breast implant illness (bii)¿, ¿heart palpitation¿, ¿brain fog¿, ¿hair loss¿, ¿dry eyes¿, ¿extreme fatigue¿, ¿diagnosed with fibromyalgia¿, ¿capsular contracture left ¿ baker grade IV, with waterfall effect¿, ¿aches and pains across multiple joints which included shoulders, arms, legs and back¿, ¿intermittent back spasms¿, and "feeling fatigued and admits to having trouble sleeping with a non restorative sleep pattern¿. Healthcare professional reported "implants with coarse surface texturing which is now known to be associated with a lymphoma called alcl(atypical large cell lymphoma). Physician further confirms severe symptomatic capsular contracture left, very thick capsular contracture baker grade IV, calcified capsules, breast implant illness (bii) manifested by fibromyalgia, aches, pains and heart problems (lbbb). This relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.